Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An xtw clip (50513r1043) was inserted and placed on the valve. While testing the lock, the clip was observed to open to roughly 30-40 degrees. Troubleshooting was performed; the clip was unlocked, reopened, locked, and reclosed. While testing the lock again, the same issue was observed. Therefore, the device was removed and replaced. Once removed, the issue was unable to be replicated on the back table. An additional xtw clip (50716r1114) inserted into the valve. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, and the issue was able to be resolved. The clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.